Event description:
The customer reported a pacer failure message. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacer failure message. There was no reported patient involvement. A philips a bench technician evaluated the device and confirmed the failure. The processor pca, therapy cable, and test load were replaced to resolve the failure. The device passed all performance assurances tests and was returned to the customer. The cause of the pacer failure message cannot be determined because multiple parts were replaced.